Event description:
During follow-up, the device could not be interrogated. Technical support was contacted and the device was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: h6, h10. The reported events of inability to interrogate, inadequate output and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. The battery was found depleted. Visual inspection revealed a crack on the metal housing case, and subsequent fluid ingress to internal electronics. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, leading to damage to the case housing. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported event of interrogation difficulty, inadequate output and premature battery depletion was confirmed. The device was received with battery completely depleted at the time of the analysis. After cutting open the device, excessive current drain was detected and isolated to hybrid circuitry. Further testing was performed using thermal imaging, which indicated the source of high current, from the integrated circuit on the hybrid. This anomaly is consistent with the reported issues observed in the field.

Manufacturer narrative:
The reported events of inability to interrogate, inadequate output and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. The battery was found depleted. Visual inspection revealed a crack on the metal housing case, and subsequent fluid ingress to internal electronics. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, leading to damage to the case housing.